Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that historically, this patient with a nicm, has a significant history of poly substance use status post the lvad, who was admitted in march/april of 2017 with bilateral subdural hematomas and pending uncal herniation. The subdural hematomas were previously unreported. At that time, the patient had declined neurosurgery. After weeks of complicated goals of care discussions, the patient was ultimately discharged home with hospice off all anticoagulation. It was reported that the patient presented in the morning on (B)(6) 2017, and the lvad system was producing high powers, high flow estimations, and frequent pump stoppage alarms. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events. The patient¿s lactate dehydrogenase was elevated to 750u/l, and the patient complained of left sided abdominal pain. Device thrombosis was suspected. A repeat a head computed tomography performed early this morning showed significant improvement of prior subdural hematomas. A plan of care was being decided upon. The patient was not a surgical candidate due to substance abuse and non-compliance. No additional information was provided.

Manufacturer narrative:
The report of high powers, low pi, and multiple pump stop events was confirmed based on the evaluation of the submitted system controller log file. A specific cause for the reported elevated lactate dehydrogenase (ldh) and bleeding cannot be conclusively determined. The submitted log file contained approximately an hour of data, spanning from (B)(6) 2017 at 22:39 to 23:34, and captured multiple low flow, low speed, and pump stop events. A specific cause for the change in pump parameters cannot be conclusively determined. Bleeding and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the reference to the patient's "bleeding history" was referring to the sub dural bleeding, that there was no other history of bleeding other than what has already been documented.